Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric sleeve procedure, the bag tore and the also completely detached from the ring. In order to complete the case, the tissue was removed by a clamp. There was no harm caused to the patient. The device was discarded by the customer.